Manufacturer narrative:
The hvad is used for treatment not diagnosis the controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications. The controller passed functional testing but failed visual inspection due to the controller serial port found to have a missing rubber cap. Additionally the controller failed visual testing due to a loose power port one (1) connector with a missing o-ring gasket and a loose power port two (2) connector with a displaced o-ring gasket. However; this is an incidental finding not related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; the manufacturer and supplier has opened and internal investigation for loose power connectors. The most likely root cause of a damaged case was a result of the missing rubber cap on the serial port connector. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The reported event (damaged case) does not affect the function of the vad; therefore this complaint is considered to be a non-reportable event. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a medical personnel that the controller was noted to have a damaged case. Elective controller change was done without any impact to the patient.